Event description:
It was reported that the device did not generate suction so the dressing was not compressed. A backup device was not available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. As the product was not returned, physical inspections and evaluations could not be undertaken. A relationship between the reported event and the device could not be established. Review of the manufacturing records found no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part number provided, there have been no further complaints reported with this failure mode in the past three years. Potential causes for the reported failure are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised it is possible that an air leak within the system caused the reported issue but a root cause could not be determined on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.